Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the display's screen is red. The customer reported the screen flashes until the screen becomes blank, but the vent remains running. The customer reported there is no patient involvement associated with the event.